Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive. There was evidence of contamination found under all of the keypad button contacts. Evaluation also revealed the battery compartment was cracked and the battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be intact; no damaged was observed. All of the keypad buttons were intermittently unresponsive. The keypad was removed and revealed evidence of contamination under all of the button contacts. Evaluation revealed that the battery compartment was cracked from the threads to case seal. The battery cap threads were stripped. Unrelated to these issues, a review of the pump history showed multiple call service alarms had been recorded but were not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.